Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no communication possible with magnet application. The device shut down with no pacing or sensing.